Event description:
Device explanted due to eos indication with unexpected battery behavior. No adverse patient events were reported. Should additional information be received, this file will be updated.